Event description:
It was reported that the during patient treatment, the o2 concentration monitoring was unstable, the fluctuation range exceeded the alarm limit and the exhalation waveform has a sawtooth shaped wave. There was no patient harm. Mnaufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and found a deformed feather spring in the nozzle unit in the air gas module. The part was discarded on site due to corona pandemic regulations. Evaluation of the received device logs could confirm the event. If this fault occurs during ventilation, the oxygen concentration in the gas mixture to the patient may deviate from the expected. Flow and pressure may also be affected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, we have not been able to determine why the feather spring had become deformed.

Event description:
Mnaufacturer ref.#: 279617.